Event description:
It has been reported to philips that the computer does not start. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the host pc was replaced, the system was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Additional information obtained through the course of the investigation identified that the issue was able to be resolved temporarily by conducting a restart. A philips remote service engineer (rse) examined the system remotely and confirmed system does not start. A philips field service engineer (fse) visited onsite and found that the host pc would not start with system. The fse found a defective host pc. The fse replaced the host pc, image disk and configured host pc. The host pc was returned for analysis, and although the cause of the host pc failure could not be conclusively determined by the supplier¿s part analysis, the replacement of host pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.